Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a deterioration of cable unit, metal part is exposed. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head cable exhibited a deterioration of cable unit and the metal part is exposed there was no patient involvement.